Event description:
Embolization of a fistula with onyx. Post procedure, it was reported that the patient had dysphonia that was related to an endotracheal tube. Subsequently, the patient has dysphagia and was diagnosed with paralysis of the cranial nerve x. The cause of the paralysis was not clear.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).